Event description:
Medtronic received information that six weeks post implant of this bioprosthetic valve, the valve was explanted. The reason for explant was not reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Attempts to obtain additional information regarding this case have been unsuccessful. The product has not been returned for analysis. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).